Manufacturer narrative:
The reported event of backup operation was confirmed. The device was returned in backup mode with battery near beginning of life (bol) level. Analysis of device image indicated that backup occurred due to nmi error consistent with hybrid hybrid integrated circuit (ic) sensitivity to cold temperature. Device code was reloaded without any issues and further testing, included cold soaking tests which reverted device to backup operation. The replicated reset of the device was consistent with u2 xena ic sensitivity to cold temperature anomaly. Longevity assessment was performed, and device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was in backup vvi mode. No patient was involved.